Event description:
The customer reports that an organ donor was rejected in part based on the alleged erratic results generated on the donor's blood (serum) sample tested with the architect anti-hcv assay on the architect i2000sr analyzer. The following data was provided sid (B)(6): initial (B)(4). It was repeated because of the poor replication. Repeat results: (B)(4). There is no reported impact to the donor or recipient due to this issue.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, a review of labeling and precision testing. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The product was not available for return. Precision testing met all specifications. Based on all available information and abbott diagnostics' complaint investigation, the assay performed as intended and no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. (B)(4). This report is being filed on an international product, architect anti-hcv, list 6c37, that has a similar product distributed in the us, anti-hcv, list number 1l79. An evaluation is in process.